Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for stenosis was unable to be confirmed. Since serial number was not provided, device history review (DHR) was not able to be performed. However, there is no evidence to support that manufacturing non-conformities resulted in this issue. Per the available information, after 2 years 6 months and 16 days the patient experienced severe stenosis, and a (viv) valve-in-valve was performed. However, it was unclear how the patient progressed to a severe tricuspid stenosis (ts), moderate (tr) tricuspid regurgitation, and a gradient of 10mmhg. Due to the unavailability of the device and imagery, no device related issues, or malfunction can be confirmed, and a definitive root cause cannot be determined. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system where it was reported that the patient had severe ts, moderate tr and a gradient of 10mmhg. Two years, 1 month, 16 days post procedure the patient was reported to have had a valve in valve placed due to the stenosis.